Manufacturer narrative:
Updated fields: b4, d8, d9(device available for eval), g3, g6, h2, h3, h4, h6(investigation type, investigation findings & investigation conclusions), h11. Corrected fields: d4(UDI#), h8. A getinge field service engineer (fse) evaluated the unit and the equipment inspection shows that the safety disk is leaking. Installed safety disk (0997-00-0985-15), leakage test passed. The display failure issue was resolved by re-plugging the screen cable and restore. All functions of the equipment were checked, and the inspection results were within the qualified range. It can be delivered to customers for use.

Manufacturer narrative:
Due to character restrictions in block e1 site address :(B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during a routine maintenance, the cs100 intra-aortic balloon pump (iabp) unit safety disk leakage exceeds the standard and the screen flickering. No patient used.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Event description:
N/a.